Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had difficulties in trying to get their implant reprogrammed. The patient hasn't been able to work since (B)(6) 2023 because they had been in a lot of pain. They had to go to mexico for programming as the medtronic representatives in guatemala weren't helping them. Patient reported they went to mexico in (B)(6) for programming and that now they know the stimulator works. Patient mentioned that they have to make a big economic effort to move from el salvador to mexico because it cost them almost two thousand dollars each time, and that they will have to go to mexico three or four times a year for programming. The patient needs to be programmed again, and they need help. It was reported that since the implantation, the patient loses pain relief starting from the day of their programming over a period of 3 to 5 days, the relief decreases progressively. Through the clinical programmer, we have confirmed that both the impedances and the connectivity with the electrodes are correct. The patient was also a candidate for the implant since during the trial process she received more than 70% pain relief. During each programming session, she arrives at the appointment with a lot of pain and after the programming, the patient leaves with a relief level greater than 60%. The doctor observes this as they are present during these sessions. At the start of the programming session, the measurement of the impedances and connectivity is carried out to verify the integrity of the entire system, and everything is always fine. Furthermore, the electrodes are implanted in the required anatomical position. A series of stimulation programs have been carried out to determine which is the best option, but with all of them, the best result is obtained. Many programming sessions (more than usual) have been conducted since the implant was done, and these progra mming sessions have been carried out similarly with the support of clinical specialists from medtronic, achieving the same results. The patient's expectation of pain relief with the therapy has not been met; the same relief obtained during the trial to determine if they were a candidate for the implant has not been achieved (currently, the relief is less and diminishes over days from the day of the therapy programming session). The issue has not resolved. The rep stated that the date of the implant was (B)(6) 2023. After that on (B)(6) 2023 they made an appointment with the patient and the doctor to explain the programming process, how the controller works and how they will do the intensity setting with the controller by themselves and did the first program. The delay between the implant and the first programming session was thought because the patient must be healthy after the surgery and might be hard for her to differentiate the pain after the surgery with her chronic pain. The next programming session was on (B)(6) 2023, but the patient called our clinical specialist in (B)(6), and they told them that the programming does not have the same pain relief, we thought in that moment the pain that the patient felt could be for the surgery. After that with the doctor they made an appointment for a new programming session. By that moment, the programming sessions loop with the patient started. The cause of the pain relief decreasing after programming has not been determined yet. This situation happens during the patient¿s daily routine, they are a housewife (does only the simple duties in her house), if they feel pain they use the control to setting the stimulation intensity, but day by day they notice that the setting does not have the same pain relief so if they need to rest more every day until the day that the doctor called to made a new appointment. Around 38 programming sessions in different days and months from (B)(6) 2023 2023 to (B)(6) 2023 2025, on this one we had the support of medtronic panama and some cases with the medtronic mexico support and the result was the same (the pain relief effect decreases in a few days). The rep can share with you all the reports if it is necessary. On (B)(6) 2023 2025, the doctor did a second surgery to change the electrodes position because they weren¿t in the initial position (they moved downstream) and we still have the same issue with the correct electrodes position. The issue has not resolved, several programming sessions supported by medtronic panama and mexico, we are using a program made in mexico in that moment gave her almost 5 months of pain relief as a map for news programming sessions. Additional information was received from the manufacturer representative (rep). It was stated on (B)(6) 2023 during a medical appointment in mexico, the doctor told the patient that the leads were lower than the initial position (they had a new x-ray result and the doctor compared it), and the rep hypothesized that could be the reason that the pain relief decreased in a few days. When the patient arrived at el salvador they told their local doctor who told the rep. The rep confirmed this was the same patient as a previously noted event but the rep did not know if they traveled to guatemala looking for assistance and only knew about the travels to mexico. They noted the cause of the lead migration was not confirmed, the doctor thought it was a healing problem (the fibrosis did not generate properly to stop them in that position) but it was not confirmed. Regarding resolution, they noted they were going to continue looking for the best programming for the patient and were not thinking of changing the implant at this time. They were trying to get an appointment with the patient to obtain logs.

Manufacturer narrative:
Continuation of d10: product ID: 977a275; serial# (B)(6) implanted: (B)(6) 2023. Product type: lead product ID: 977a275 lot# serial# (B)(6) implanted: (B)(6) 2023. Product type: lead upon further review, regulatory report # 3004209178-2025-11825 was previously submitted for this patient, which is regarding the same event as reported in this regulatory report # 2182207-2025-01578. If new information is received regarding this patient's event, it will be reported under regulatory report # 2182207-2025-01578. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2023. Explanted: product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2023. Explanted: product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2023. Explanted: product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2023. Explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed that the distributor has reached a settlement with the patient, further details on that settlement are currently unknown. It was confirmed that the distributor's lawyers were aware of the situation; the device was not removed from the patient; and there were no quality issues. Medtronic also provided full support for reprogramming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was implanted with an ins in el salvador and since the beginning, the equipment "showed a random effect work a few day then decrease the program again and the same." It was noted that the company salvamedica did not have a good technician; they tried mexico with better results, but it was expensive to travel every few months for programming. They looked for help in mexico and panama for virtual programming, but had bad results so now they had no technician and no international support. The patient was "full medicated" and in pain, and the healthcare provider was almost sure the equipment was malfunctioning "in some can of is not normal, we are in the 3 year with this problem."

Event description:
Additional information was received from the patient¿s husband on (B)(6) 2025 reporting that they are alone in this process. Since m edtronic offers 9 years warranty, they asked if it was possible to have the equipment check by medtronic in the us. They were hoping for help. It was reported five days later that they tried mexico and was same, no service. It was decided to change brand because of lack of customer service by medtronic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) product type lead product ID 977a275 serial# (B)(6) product type lead product ID 977a275 serial# (B)(6) product type lead product ID 977a275 serial# (B)(6) product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's family member. It was reported that the doctor was present all the time. They had the idea that the equipment was failing in time because it would work for a few days or weeks then drop the benefits. The cause of the issue was not identified. They tried to resolve the issue in mexico with better results, but it only lasted a few months. The doctor repositioned the electrodes as they were a little low, but there were no better results. They were unable to solve the problem. The distributor in el salvador did not have any technicians in the past few months. The patient tried with a representative from panama, but the patient was not satisfied with the results. The patient expressed frustration with not getting help and the lack of technicians and a response, and also noted losing a lot of money with four trips to mexico and paying for doctors, medicine, et cetera.

Event description:
Additional information received reported that the patient had a follow up with their doctor and the ¿electrode position was re-adjusted.¿ no cause was found. When the equipment was paired with the tablet it said okay. The doctor suspected was equipment failure in daily use. They still don't have a tech, they traveled again for 4 time in a 18 month period with better results but was not sustainable in time, work for a few weeks.

Manufacturer narrative:
G9- the manufacturing site ID was previously reported as 2182207. Additional review indicates the correct manufacturing site ID is 3 004209178. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative. It was reported that in 2024, the patient filed a complaint with the ombudsman's office concerning the programming of their pain stimulator. The process was a negotiation and an arrangement was made to deliver a recharger antenna and patient controller to the patient, to make programming adjustments to the neurostimulator that would be guided by medtronic mexico and carried out by a distributor in el salvador while under the direction of a specific physician or the treating physician of the patient that would be made two or three times per year or as many as necessary for optimal functioning of the neurostimulator.